Event description:
It was reported that during use on a patient, a crack appeared in the hole of the flange where the neck tape passes. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) used. List #65sp045, 4.5 aire-cuf pediatric tracheostomy tube 1/ea; lot #unknown was returned for evaluation. During the visual inspection, it was identified that the eyelet of the flange has a cut, causing the eyelet to separate completely. Failure mode reported: ¿a0085 - cracked¿ was confirmed. CAPA-0007682 was opened on 08/mar/2023 for bivona tracheostomy tube to address a full root cause investigation for damaged flange/neck strap issues, CAPA has been completed. The probable cause is due to an error during manufacturing in tijuana site. A device history record could not be completed as no lot number was received.